Manufacturer narrative:
Two lot numbers are involved, and the customer is not able to identify which one has the issue. 7009764 is the second lot number. All catalog numbers and expiration dates are the same across products. Bd received six samples and two photos from the customer facility for investigation. The customer samples and/or photo were evaluated and the customer¿s indicated failure mode of leakage from tube with the incident lot was not observed as all samples met the required specifications. Testing was conducted on the customer samples and leakage from the tube was not observed. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® sst ii plus plastic serum tube had blood leak onto the patients arm. No blood exposure to mucous membrane. No injury or medical intervention.